Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported issue. A functional test was performed to further investigate the reported issue. The customer's issue was confirmed. The device was found to have error code 46440 but not found in event history log. The device passed all functional tests. Therefore, no fault found. Recommend to install software as preventive measure. B5) customer provided additional information that there was no patient injury.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 46440. There was no reported adverse event.